Event description:
The reporter stated the surgeon implanted an aq2015a silicone three piece lens. At the one day post-op visit, a grid-like pattern was noted on the anterior lens surface using the slit lamp. The reporter stated it doesn't seem to be affecting the pt's vision and the lens remains implanted.

Manufacturer narrative:
Grid-like pattern on lens surface. Eval: results: visual inspection of the product found no visible damage to the lens. A lens work order search was performed and no similar complaints were found within the work order. Conclusions: based on the complaint history, work order search and the evaluation of the product, a specific root cause of the event could not be determined.